Event description:
It was reported that the lead dislodged. Undersensing, low impedance and inappropriate therapy were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.